Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a4, b3, b6 , d1, d2, d4, d6a, g4, h4, h6.

Event description:
Patient reported right side rupture. Device was explanted and replaced.

Manufacturer narrative:
Device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Patient reported right side rupture. Device was explanted and replaced.